Event description:
Pt scheduled for surgery: removal of injection port left breast implant 7/18/95. Pt presented on day of surgery with erythema & thinning skin laterally along implant & over injection port with impending implant extrusion. The port & implant were then removed.